Event description:
A customer reported that the unit of measurement setting of their freestyle meter changed from mmol/l to mg/dl.

Manufacturer narrative:
Customers and retailers have been informed through the fa16may2006 letter. The meter has been confirmed to exhibit the memory overwrite malfunction.